Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported an inframammary fold against right side via rga.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, h6.